Manufacturer narrative:
Section a2: age/date of birth: tube group (n [ 21): 60.1 ± 9.9. Section a3: sex/gender n (%): tube group (n [ 21): female 15 (71); male 6 (29). Section a5: tube group (n [ 21): race, n (%): black 10 (48); white 10 (48); asian 1 (5); section b3: date of event: (B)(6) 2023 (the date article was accepted). Section d4: model number: unknown, information not provided. The specific model of the glaucoma implant was not provided. All that was provided in the article was "350 mm2 baerveldt glaucoma implant" and it is unknown if it was baerveldt glaucoma model bg101-350 or bg102-350. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 4581 - appropriate term / code not available (shallowing or collapsing of the anterior chamber) section h6: health effect - clinical code: 1824 - corneal stromal edema (choroidal effusion) section h6: health effect - impact code: 4625 - additional surgery (several reported glaucoma re-operations and all surgical interventions) citation: coulon sj, md; vanner ea, phd; gedde sj, md; primary tube versus trabeculectomy study group. Outcomes of glaucoma reoperations in the primary tube versus trabeculectomy study. American academy of ophthalmology. 2023:s2589-4196(23). Doi: 10.1016/j.ogla.2023.02.003. Pp 1-10. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: outcomes of glaucoma reoperations in the primary tube versus trabeculectomy study. A cohort study was done to describe the incidence and outcomes of reoperations for glaucoma in the primary tube versus trabeculectomy (ptvt) study. A total of 242 patients with medically uncontrolled glaucoma were divided into two groups: 125 patients underwent placement of a tube shunt (350-mm2 baerveldt glaucoma implant (johnson & johnson vision)) and 117 patients underwent trabeculectomy with mitomycin c (mmc, 0.4 mg/ml for 2 minutes). During all follow-up, treatment failure occurred in 7 (33%) patients in the tube group, including 5 patients who had inadequate iop reduction and 2 patients who underwent cyclophotocoagulation as a second reoperation for glaucoma. The loss of two or more snellen lines from baseline to 3 years occurred in 4 patients in the tube group. A total of 21 patients in the tube group underwent additional glaucoma surgery, which involved the placement of a second tube shunt in 7 patients, transscleral cyclophotocoagulation in 5 patients, endoscopic cyclophotocoagulation and phacoemulsification in 4 patients, trabeculectomy with mmc in 3 patients, insertion of an innfocus microshunt (santen pharmaceuticals co.) With mmc in 1 patient, and implantation of a xen gel stent (allergan, inc.) With mmc and phacoemulsification in 1 patient.